Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Reportedly, the customer had to "wiggle" the usb cable in order for pump to charge. Additionally, it was reported that occlusion alarms occurred as well as the pump volume and vibration was "difficult to hear". Customer declined additional follow-up from tandem technical support; therefore, no additional information was known or reported. There was no reported adverse impact to the customer's blood glucose level.